Manufacturer narrative:
Patient information was not made available from the site doctor reporting, dr. (B)(6). On 04/07/2016 software analysis was unable to determine probable cause as no patient archives were provided.

Event description:
A medtronic representative reported that, while in a spine procedure, in the trajectory view, the clydesdale cad model would flip. The site could flip it back using the software, however, the issue would repeat. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that several successful surgeries have been logged against this system since this report without issue. No further issues reported.

Manufacturer narrative:
A review of a video of the reported behavior by technical services confirmed the reported event. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.